Manufacturer narrative:
(B)(4). Analysis of the returned pump found a significant anomaly. It was determined that there was deformed internal pump tube near the pump head. Both 1 rev and 3 rev dispense testing passed for infusion accuracy but the 1 rev had a slightly odd trace. Destructive analysis was performed and the pump tube was found to have an odd form. The medial portion nearing the outlet appeared significantly flattened when compared to the rest of the tube. It was noted that there was white residue on the pump head, and corrosion seen on the top side of gear wheel three.

Event description:
There had been no reported patient symptoms, and it was noted that there was "just a product switch." It was unknown or not applicable if there was a product issue. The doctor reportedly systematically replaced the pump. The patient's pump was intended to infuse fentanyl, clonidine, and nacl. No patient outcome after the explant was reported.